Event description:
During a review of the alarm log following a check heater line alarm, it was discovered by the technical service representative (tsr) that a system error 2367 and a system error 2240 occurred during use on the homechoice machine. The tsr asked the home patient (hp) the troubleshooting questions. The hp stated they were getting another machine. The tsr explained the alarm to the hp. The tsr recommended the hp contact baxter at the time of the alarms. The hp stated they would finish therapy with manual bags. The tsr assisted with troubleshooting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was aware of the event but was not aware of what may have caused the alarm to occur. The nurse stated the hp was doing well on therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The proble was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.